Event description:
It was reported to philips that the c-arm was intermittently unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment for general surgery. The procedure experienced a delay and significant disruption but was ultimately completed at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was intermittently unavailable. The system displayed a ¿no bodyguard error¿ message. Upon troubleshooting, the fse found that the s7 collision switch on the u-arc was sporadically jamming. To resolve the issue, fse opened the switch cover and adjusted the switch. However, the customer later reported stiffness in the lateral movement of the patient table for which fse replaced the table lateral brake package and brake rails to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.